Event description:
It was reported that starting 2-3 months ago the patient started having to raise the level of stimulator to get effective therapy. The patient also reported being shocked when walking through security gates at stores and in the airport. It was noted that the patient had lost over (B)(6) since the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3093-28, lot# v085158, implanted: 2008-(B)(6), explanted: na; programmer model 3037, serial# (B)(4).